Manufacturer narrative:
Model number/catalog number: sc-3138-25, serial number :(B)(4), batch/lot number:2000019443/2000019513/2000019443/2000019443, model/catalog description: lead extension kit 25cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and repositioned, and extensions were explanted.